Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? On (B)(6) 2023, the patient underwent surgery due to lumbar disc herniation, product ms0010, 1961 and implants were normally used, postoperative recovery was ok. The patient had poor wound healing 4 months after the operation, and was given debridement, drainage and recovery is ok. 2. Was there any intraoperative concurrent use of other products? Implants. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding. 4. What were current symptoms following the index surgical procedure? Onset date? On (B)(6) 2023, the patient underwent surgery due to lumbar disc herniation, product ms0010, 1961 and implants were normally used, postoperative recovery was ok. The patient had poor wound healing 4 months after the operation, and was given debridement, drainage and recovery is ok. 5. What is physician¿s opinion as to the cause of or contributing factors to this event? Unsure, the patient is weak and immunocompromised. 6. What is the patient¿s current status? Recovery is ok. 7. Was the cause of the poor wound healing identified? Please describe the wound. Unsure, the patient is weak and immunocompromised. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Where was the surgicel used (on what tissue)? 3. How much surgicel was used during the procedure? 4. Was the surgicel product left in place? Was the excess removed? 5. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative poor wound healing? 6. What is the users experience w/ surgicel powder and other hemostatic agents? 7. Was surgiflo removed or left in the patient after hemostasis was archived? 8. Is surgiflo expected to be the cause or contributed to the event by the surgeon? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure for lumbar disc herniation on (B)(6) 2023 and absorbable hemostat was used. The doctor used absorbable hemostat and fluid gelatin during the surgery, and the postoperative recovery was satisfactory. After 4 months of surgery, the patient experienced poor wound healing, and the doctor provided debridement and drainage. The wound healed and was discharged from the hospital. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.